Manufacturer narrative:
The device was used to complete planned procedure then discarded. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that at the completion of the procedure, the tech removed the zimmer totalshield zippered surgical toga and noted a small amount of bloody fluid on the inside surface of the toga. The location of the "strikethrough" was reported to be approximately 12-14 inches below the shoulder seam of the toga, and vertical midline area of garment. No unusual motions or pressure applied to the toga by the scrub during the procedure were reported. There was no unusual bleeding or blood loss, and the scrub did not appear to excessively wipe hands or instruments on the garment. The scrub did not seek attention and there was no report of any exposure to skin or mucous membranes. The procedure was completed as planned.